Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. A visual and microscopic examination revealed that the main coil returned outside the non-bsc catheter and was found stretched. The proximal and distal main coil have a smooth surface. No more damages were found in the device. A dimensional inspection revealed that the main coil was within its specification.

Event description:
It was reported that the coil protruded from the catheter tip during removal. The target lesion was located in the left renal artery. A 9 mm x 60 mm 2d helical - 35 coil was selected for use in a left renal artery embolization. During the procedure, the coil was stuck half in and half out of the very end. Intermittent flush was used. The catheter was removed with the coil inside and replaced. The procedure was completed with another of the same coil device to successfully embolize the vessel. No patient complications reported and patient was good post procedure.

Event description:
It was reported that the coil protruded from the catheter tip during removal. The target lesion was located in the left renal artery. A 9 mm x 60 mm 2d helical - 35 coil was selected for use in a left renal artery embolization. During the procedure, the coil was stuck half in and half out of the very end. Intermittent flush was used. The catheter was removed with the coil inside and replaced. The procedure was completed with another of the same coil device to successfully embolize the vessel. No patient complications reported and patient was good post procedure.